Manufacturer narrative:
The technician found the bed had no function working from the siderails. He replaced the power control board to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.